Event description:
A cobe brat2 procedure set was used for autologous blood recover during surgery. After about 250 cc blood was pumped into the reinfusion bag a leak developed from an apparent cut on the face of the bag. Blood leaked from the bag onto the user. Neither the pt nor the user suffered any known injury from the blood spillage.